Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 134 mg/dl. The sensor value that triggered suspend event was suspend was 53 mg/dl. Customer¿s current blood glucose level was 150 mg/dl. The blood glucose and sensor glucose difference was not provided. The sensor will not be returned for analysis.